Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center reporting that the patient line was over flowing during use on the homechoice (hc) system. The caregiver (cg) requested assistance with setup. The technical service representative (tsr) advised the cg to just close the clamp on the patient line next time the patient line overflows in priming. The tsr then assisted the cg to start from the beginning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg, the cg stated that the nurse confirmed the reason for the overprime was from having the heater bag placed higher than the heater plate. The cg stated they had forgotten to place the heater bag on the heater plate and had it resting next to the supplies bags on a shelf above the hc machine. The cg stated this was an isolated event. The cg also stated the home patient (hp) did not develop any adverse reactions or need any medical intervention. The cg stated that the hp is performing therapy without any complications.

Manufacturer narrative:
(B)(4). This complaint was from a patient who had patient connector line lower than the heater bag causing overpriming. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.